Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), embedded device ('two punctiform metal findings in uterine wall seen at x-ray') and device breakage ('two punctiform metal findings in uterine wall seen at x-ray') in a (B)(6) year old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included drug intolerance (lorazepam), chronic obstructive pulmonary disease, tonsillectomy, smoker (smoker 10 cigarettes/day) and parity 2. No arterial hypertension. No diabetes mellitus. No dyslipidemia. No known drug allergy. In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2018, the patient experienced contraceptive device removal incomplete ("metal fragments left in uterine wall"). On (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced postoperative abscess ("surgical sequelae vaginal dome abscess"). On (B)(6) 2018, the patient experienced complication of device removal ("surgical sequelae of vaginal dome abscess"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("hypogastric pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal swelling"), hypersensitivity ("allergic reaction"), pruritus ("generalised pruritus"), genital haemorrhage ("excessive bleeding"), back pain ("low back pain"), vulvovaginal pain ("vaginal throbbing pain"), headache ("headaches"), pain ("body aches in general"), pain in extremity ("lower limbs pain/ leg pain"), neck pain ("cervical pain"), musculoskeletal stiffness ("neck stiffness"), constipation ("constipation"), proctalgia ("anal throbbing pain"), arthralgia ("hip pain"), coccydynia ("coccyx pain"), tremor ("tremors"), muscle spasms ("cramps"), dizziness ("dizziness"), fatigue ("chronic fatigue"), asthenia ("asthenia") and depression ("anxiety-depressive syndrome in the context of chronic pain") with decreased appetite, insomnia, nausea and vomiting and was found to have weight decreased ("weight loss "). The patient was treated with fentanyl, pregabalin and surgery (salpingectomy on (B)(6) 2018, hysterectomy and laparoscopic total hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, embedded device, device breakage, abdominal pain lower, abdominal pain, abdominal distension, hypersensitivity, pruritus, genital haemorrhage, back pain, headache, pain, pain in extremity, neck pain, musculoskeletal stiffness, constipation, proctalgia, arthralgia, coccydynia, tremor, muscle spasms, dizziness, fatigue, asthenia, weight decreased, depression, postoperative abscess, complication of device removal and contraceptive device removal incomplete outcome was unknown. The reporter provided no causality assessment for contraceptive device removal incomplete and complication of device removal with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, asthenia, back pain, coccydynia, constipation, depression, device breakage, dizziness, embedded device, fatigue, genital haemorrhage, headache, hypersensitivity, muscle spasms, musculoskeletal stiffness, neck pain, pain, pain in extremity, pelvic pain, postoperative abscess, proctalgia, pruritus, tremor, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: after salpingectomy on (B)(6) 2018, events improved but continued. After x-ray and computed tomography findings of punctiform metal findings in the uterine wall the patient underwent total hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test on an unknown date: skin sensitisation to metals and contacts from the diagnostic test is ruled out in true test. Computerised tomogram on (B)(6) 2018: two punctiform metal findings can be seen in the uterine wall, both sides; on (B)(6) 2018: two punctiform metal findings can be seen in the uterine wall in both sides, no changes compared to the previous exam. Pathology test on (B)(6) 2018: tubes without histological alterations. X-ray on (B)(6) 2018: signs of metal in uterine wall. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), embedded device ('two punctiform metal findings in uterine wall seen at x-ray') and device breakage ('two punctiform metal findings in uterine wall seen at x-ray') in a 47-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included drug intolerance (lorazepam), chronic obstructive pulmonary disease, tonsillectomy, smoker (smoker 10 cigarettes/day) and parity 2. No arterial hypertension. No diabetes mellitus. No dyslipidemia. No known drug allergy. In june 2010, the patient had essure inserted. On (B)(6) 2018, the patient experienced contraceptive device removal incomplete ("metal fragments left in uterine wall"). On (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced postoperative abscess ("surgical sequelae vaginal dome abscess"). On (B)(6) 2018, the patient experienced complication of device removal ("surgical sequelae of vaginal dome abscess"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("hypogastric pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal swelling "), hypersensitivity ("allergic reaction"), pruritus ("generalised pruritus"), genital haemorrhage ("excessive bleeding"), back pain ("low back pain"), vulvovaginal pain ("vaginal throbbing pain"), headache ("headaches"), pain ("body aches in general"), pain in extremity ("lower limbs pain/ leg pain"), neck pain ("cervical pain"), musculoskeletal stiffness ("neck stiffness"), constipation ("constipation"), proctalgia ("anal throbbing pain"), arthralgia ("hip pain"), coccydynia ("coccyx pain"), tremor ("tremors"), muscle spasms ("cramps"), dizziness ("dizziness"), fatigue ("chronic fatigue"), asthenia ("asthenia") and depression ("anxiety-depressive syndrome in the context of chronic pain") with decreased appetite, insomnia, nausea and vomiting and was found to have weight decreased ("weight loss "). The patient was treated with fentanyl, pregabalin and surgery (salpingectomy on (B)(6) 2018, hysterectomy and laparoscopic total hysterectomy on 19-nov-2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, embedded device, device breakage, abdominal pain lower, abdominal pain, abdominal distension, hypersensitivity, pruritus, genital haemorrhage, back pain, headache, pain, pain in extremity, neck pain, musculoskeletal stiffness, constipation, proctalgia, arthralgia, coccydynia, tremor, muscle spasms, dizziness, fatigue, asthenia, weight decreased, depression, postoperative abscess, complication of device removal and contraceptive device removal incomplete outcome was unknown. The reporter provided no causality assessment for contraceptive device removal incomplete and complication of device removal with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, asthenia, back pain, coccydynia, constipation, depression, device breakage, dizziness, embedded device, fatigue, genital haemorrhage, headache, hypersensitivity, muscle spasms, musculoskeletal stiffness, neck pain, pain, pain in extremity, pelvic pain, postoperative abscess, proctalgia, pruritus, tremor, vulvovaginal pain and weight decreased to be related to essure. No further causality assessment were provided for the product. The reporter commented: after salpingectomy on (B)(6) 2018, events improved but continued. After x-ray and computed tomography findings of punctiform metal findings in the uterine wall the patient underwent total hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: skin sensitisation to metals and contacts from the diagnostic test is ruled out in true test. Computerised tomogram - on (B)(6) 2018: two punctiform metal findings can be seen in the uterine wall, both sides; on (B)(6) 2018: two punctiform metal findings can be seen in the uterine wall in both sides, no changes compared to the previous exam. Pathology test - on (B)(6) 2018: tubes without histological alterations. X-ray - on (B)(6) 2018: signs of metal in uterine wall. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), embedded device ('two punctiform metal findings in uterine wall seen at x-ray adn CT scan'), device breakage ('two punctiform metal findings in uterine wall seen at x-ray') and perforation ('organ perforation') in a 40-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included reactive depression in 2010, drug intolerance (lorazepam), chronic obstructive pulmonary disease, tonsillectomy, smoker (smoker 10 cigarettes/day), parity 2, rheumatism and gravida ii. No arterial hypertension. No diabetes mellitus. No dyslipidemia. No known drug allergy. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced depressed mood ("feelings of nihilism and sadness"), 4 months 23 days after insertion of essure. On (B)(6) 2011, the patient experienced nausea ("nausea, recurrent"). On (B)(6) 2011, the patient experienced genital haemorrhage ("excessive bleeding / abnormal genital bleeding"). On (B)(6) 2013, the patient experienced cough ("cough"). On (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain, recurrent") and gastrointestinal pain ("intestinal colic"). In 2016, the patient experienced amenorrhoea ("amenorrhea"), lasting 1 month. On (B)(6) 2016, the patient experienced breast discomfort ("greater breast tension"). On (B)(6) 2016, the patient experienced metatarsalgia ("she has reported metatarsalgia of the right foot for a week."). On (B)(6) 2016, the patient experienced colitis ("colitis"), enteritis ("enteritis") and gastroenteritis ("infectious gastroenteritis"). In (B)(6) 2017, the patient experienced back pain ("low back pain / lumbar pain / dorsalgia recurrent"). In 2017, the patient experienced sciatica ("right lumbosciatica") with back pain. On (B)(6) 2018, the patient experienced urinary tract infection ("uti"). On (B)(6) 2018, the patient experienced renal colic ("renoureteral crisis"). On (B)(6) 2018, the patient experienced vaginal haemorrhage ("spotting"). On (B)(6) 2018, the patient experienced gait disturbance ("difficulty in ambulation"). On (B)(6) 2018, the patient experienced contraceptive device removal incomplete ("metal fragments left in uterine wall"). On (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and neck pain ("cervical pain"). On (B)(6) 2018, the patient experienced the first episode of constipation ("constipation"). In (B)(6) 2018, the patient experienced postoperative abscess ("surgical sequelae vaginal dome abscess / vaginal vault abscess"). On (B)(6) 2018, the patient experienced complication of device removal ("surgical sequelae of vaginal dome abscess"). On (B)(6) 2018, the patient experienced vaginal abscess ("abscess-hematoma in vaginal vault, recurrent"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), abdominal pain lower ("hypogastric pain / epigastric pain"), abdominal distension ("abdominal swelling / swelling / swollen abdomen"), hypersensitivity ("allergic reaction"), pruritus ("generalised pruritus / itching"), vulvovaginal pain ("vaginal throbbing pain / vaginal sharp pains"), headache ("headaches"), pain ("body aches in general "), pain in extremity ("lower limbs pain/ leg pain / pain in the upper limbs and lower limbs of changing location"), the first episode of musculoskeletal stiffness ("neck stiffness / coccyx stiffness"), the second episode of constipation ("constipation"), proctalgia ("anal throbbing pain / anal sharp pains"), arthralgia ("hip pain"), coccydynia ("coccyx pain / tailbone pain"), tremor ("tremors"), muscle spasms ("cramps"), dizziness ("dizziness / felling dizzy"), fatigue ("chronic fatigue"), asthenia ("asthenia"), mixed anxiety and depressive disorder ("anxiety-depressive syndrome in the context of chronic pain") with decreased appetite, insomnia, nausea and vomiting, peripheral swelling ("swollen legs"), disturbance in attention ("she presented hypoprosexia (difficulty in maintaining attention)"), fibromyalgia ("fibromyalgia"), the second episode of musculoskeletal stiffness ("neck stiffness"), phlebolith ("pelvic phleboliths"), intervertebral disc degeneration ("egenerative osteodiscal changes in c5-c6 and c6-c7 with minimal diffuse bulging of the c6-c7 disc."), ovarian cyst ("ovarian cysts"), feeling abnormal ("foggy mind"), vitamin d deficiency ("vitamin d deficiency"), oral infection ("oral infection") and urticaria chronic ("chronic urticaria") and was found to have weight decreased ("weight loss 4 kg"). The patient was treated with antibiotics, chondroitin sulfate (chondrosan), cinitapride, clebopride malate (cleboril), cyanocobalamin;dexamethasone;lidocaine hydrochloride;thiamine hydrochloride (inzitan), dexketoprofen, dexketoprofen trometamol (enantyum), dexketoprofen trometamol;tramadol hydrochloride (enanplus), diazepam, diazepam (valium), diclofenac, diclofenac (voltaren retard), diclofenac sodium (di), domperidone, etoricoxib, fentanyl, fentanyl (durogesic), fluoxetine, fosfomycin, ibuprofen, ibuprofen (algidol), loratadine, lorazepam (orfidal), macrogol 3350;potassium chloride;sodium bicarbonate;sodium chloride (movicol), metamizole, metamizole magnesium (nolotil), metoclopramide hydrochloride (primperan), naproxen, omeprazole, otilonium bromide (spasmoctyl), paracetamol, paracetamol;tramadol hydrochloride (pazital), paroxetine, pregabalin, pregabalin (lyrica), ranitidine, tapentadol hydrochloride (palexia retard), tramadol and surgery (bilateral salpingectomy on (B)(6) 2018, hysterectomy and laparoscopic total hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, embedded device, device breakage, perforation, abdominal pain lower, abdominal distension, hypersensitivity, pruritus, genital haemorrhage, back pain, vulvovaginal pain, headache, pain, pain in extremity, neck pain, the last episode of constipation, proctalgia, arthralgia, coccydynia, tremor, muscle spasms, dizziness, fatigue, asthenia, weight decreased, mixed anxiety and depressive disorder, postoperative abscess, complication of device removal, contraceptive device removal incomplete, peripheral swelling, sciatica, amenorrhoea, breast discomfort, colitis, enteritis, gastroenteritis, gait disturbance, disturbance in attention, fibromyalgia, the last episode of musculoskeletal stiffness, depressed mood, cough, urinary tract infection, metatarsalgia, gastrointestinal pain, renal colic, vaginal haemorrhage, phlebolith, intervertebral disc degeneration, ovarian cyst, feeling abnormal, vitamin d deficiency, oral infection, urticaria chronic, vaginal abscess and nausea outcome was unknown and the abdominal pain had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, amenorrhoea, arthralgia, asthenia, back pain, breast discomfort, coccydynia, colitis, cough, depressed mood, device breakage, disturbance in attention, dizziness, embedded device, enteritis, fatigue, feeling abnormal, fibromyalgia, gait disturbance, gastroenteritis, gastrointestinal pain, genital haemorrhage, headache, hypersensitivity, intervertebral disc degeneration, metatarsalgia, mixed anxiety and depressive disorder, muscle spasms, nausea, neck pain, oral infection, ovarian cyst, pain, pain in extremity, pelvic pain, perforation, peripheral swelling, phlebolith, postoperative abscess, proctalgia, pruritus, renal colic, tremor, urinary tract infection, urticaria chronic, vaginal abscess, vaginal haemorrhage, vitamin d deficiency, vulvovaginal pain, weight decreased, the first episode of constipation, the first episode of musculoskeletal stiffness, the second episode of constipation and the second episode of musculoskeletal stiffness to be related to essure. The reporter provided no causality assessment for contraceptive device removal incomplete and complication of device removal with essure. The reporter considered sciatica to be unrelated to essure. The reporter commented: on (B)(6) 2010, the hysteroscopic insertion was performed. Essure was placed without complications after a negative pregnancy test and collection of the informed consent document, leaving 3 visible loops in the right ostium and 5 in the left. In a check-up carried out on (B)(6) 2010, the positioning of the devices was adequate, and the patient did not report any pain. The patient is not treated for any type of gynecological pathology for almost seven years ((B)(6) 2011 until (B)(6) 2017, when she begins to manifest musculoskeletal symptoms, after exertion, and is diagnosed with lumbosciatica. After salpingectomy on (B)(6) 2018, events improved but continued. After x-ray and computed tomography findings of punctiform metal findings in the uterine wall the patient underwent total hysterectomy. On (B)(6) 2018 she feeling unwell, pain of severe intensity persists: anal and vaginal pricking-like pain, diffuse abdominal pain, vertebral pain, headaches, pruritus in lower limbs and in crotch, nausea and vomiting, oral candidiasis with difficulty swallowing, cramping with watery diarrhea, dysuria. On (B)(6) 2019 leukocytes 16.81 10xe3 / mcl (3.9 - 10.2), neutrophils 12.9 10xe3 / mcl (1.5 - 7.7), platelets 526 10xe3 / mcl (140.0 - 370.0), cholesterol 299 mg / dl (0.0 - 200.0), hdl-cholesterol 53 mg / dl (40.0 - 0.0), ldl cholesterol (calculated) 199 mg / dl (0.0 - 130.0), triglycerides 235 mg / dl (0.0 -150.0), calcium 11.0 mg / dl (8.7 - 10.4), corrected calcium (albumin) 10.8 mg / dl (8.6 - 10.2). Red cells 10 cells / ¿l (0.0 - 3.0) mild hypercalcemia that she did not have previously, and the most striking thing when reviewing studies is the persistence of pelvic pain associated with microscopic hematuria with repetitively negative urine cultures and without findings of urolithiasis in the latest image tests. (B)(6) 2021 covid 19 pcr result positive, (B)(6) 2021 sample type: pharyngeal exudate, coronavirus pcr sars-cov-2:positive detection, (B)(6) 2021 44% and diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: skin sensitisation to metals and contacts from the diagnostic test is ruled out in true test. Blood ph (7.33 - 7.42 ph) - on (B)(6) 2018: 7.49 ph. C-reactive protein (5.0 mg/l) - on (B)(6) 2018: 24.5 mg/l; on (B)(6) 2018: 83.7 mg/l. Computerised tomogram - on (B)(6) 2018: presence of 2 punctate images of metallic density in the uterine wall.; on (B)(6) 2018: two punctiform metal findings can be seen in the uterine wall, both sides; on (B)(6) 2018: abdominopelvic CT two punctiform images of metallic density are appreciated in the uterine wall on both sides, coinciding with the theoretical location of the tubal orifices on each side, in relation to a history of placement of essure devices, later removed, pelvic phleboliths., hypodense images in both adnexal regions, 20 mm on the right side and 24 mm on the left side, compatible with functional ovarian cysts; on (B)(6) 2018: cervical spine CT incipient degenerative osteodiscal changes in c5-c6 and c6-c7 with minimal diffuse bulging of the c6-c7 disc. No other radiologically significant alterations; on (B)(6) 2018: abdomen pelvic CT scan: renal lithiasic images are not identified. Rest of the study without significant changes; on (B)(6) 2018: abdomen pelvic CT scan: renal lithiasic images are not identified. Rest of the study without significant changes; on (B)(6) 2018: CT images showed postoperative changes of total hysterectomy, observing image compatible with a small collection. Computerised tomogram abdomen - on an unknown date: abdominal-pelvic CT scan reports that the surgical specimen and images are re-evaluated, concluding that in this study there are no remains of essure. Culture urine - on (B)(6) 2018: negative; on (B)(6) 2018: negative. Gynaecological examination - on (B)(6) 2010: the positioning of the devices was adequate, and the patient did not report any pain; on (B)(6) 2011: normal; on (B)(6) 2018: normal. Haematocrit (35.5 - 45.5 %) - on (B)(6) 2018: 45.9 %. Low density lipoprotein (0.0 - 130 mg/dl) - on (B)(6) 2018: 204 mg/dl. Neutrophil count (1.5 - 7.7 10*3/ml) - on (B)(6) 2018: 8.0 10*3/ml. Pco2 (38.0 - 48.0 mmhg) - on (B)(6) 2018: 29 mmhg. Pathology test - on (B)(6) 2018: tubes without histological alterations. Platelet count (140.0 - 370.00 10*3/ml) - on (B)(6) 2018: 431 10*3/ml. Pregnancy test - on (B)(6) 2010: negative. Red blood cells urine (cells) - on (B)(6) 2018: 200.00 cells. Red cell distribution width (11.5 - 14.0 %) - on (B)(6) 2018: 14.4 %. Rheumatoid factor - on (B)(6) 2018: 21.7 iu/ml (reference 0.0 - 14.00 iu/ml). Spinal x-ray - on (B)(6) 2017: not showed crushing or listhesis. Ultrasound abdomen - on (B)(6) 2018: unremarkable. Ultrasound scan - on (B)(6) 2018: image suggestive of abscess-hematoma in vaginal vault of approx. 3 cm,treated. White blood cell count (3.9 - 10.2 10*3/ml) - on (B)(6) 2018: 12.14 10*3/ml; on (B)(6) 2018: 23.53 10*3/ml. X-ray - on (B)(6) 2018: signs of metal in uterine wall. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2021: the follow information were updated medical significant ticket yes lawyer's reporter, lab data, other treatment products, difficulty in walking, fibromyalgia, attention concentration difficulty, neck stiffness, felling sad, cough, intestinal cramps, metatarsalgia, urinary tract infection, spotting vaginal, phlebolith, ovarian cyst, cervical disc degeneration, oral infection, foggy feeling in head, vitamin d deficiency, chronic urticaria, nausea, constipation, vaginal abscess, abdominal pain outcome updated from unknown to not recovered/not resolved, onset date added to neck pain, abdominal pain, attention concentration difficulty. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), embedded device ('two punctiform metal findings in uterine wall seen at x-ray'), device breakage ('two punctiform metal findings in uterine wall seen at x-ray') and perforation ('organ perforation') in a 47-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included drug intolerance (lorazepam), chronic obstructive pulmonary disease, tonsillectomy, smoker (smoker 10 cigarettes/day) and parity 2. No arterial hypertension. No diabetes mellitus. No dyslipidemia. No known drug allergy. In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2018, the patient experienced contraceptive device removal incomplete ("metal fragments left in uterine wall"). On (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced postoperative abscess ("surgical sequelae vaginal dome abscess"). On (B)(6) 2018, the patient experienced complication of device removal ("surgical sequelae of vaginal dome abscess"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), abdominal pain lower ("hypogastric pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal swelling / swelling / swollen abdomen"), hypersensitivity ("allergic reaction"), pruritus ("generalised pruritus"), genital haemorrhage ("excessive bleeding"), back pain ("low back pain"), vulvovaginal pain ("vaginal throbbing pain / vaginal sharp pains"), headache ("headaches"), pain ("body aches in general"), pain in extremity ("lower limbs pain/ leg pain"), neck pain ("cervical pain"), musculoskeletal stiffness ("neck stiffness / coccyx stiffness"), constipation ("constipation"), proctalgia ("anal throbbing pain / anal sharp pains"), arthralgia ("hip pain"), coccydynia ("coccyx pain"), tremor ("tremors"), muscle spasms ("cramps"), dizziness ("dizziness"), fatigue ("chronic fatigue"), asthenia ("asthenia"), mixed anxiety and depressive disorder ("anxiety-depressive syndrome in the context of chronic pain") with decreased appetite, insomnia, nausea and vomiting and peripheral swelling ("swollen legs") and was found to have weight decreased ("weight loss "). The patient was treated with fentanyl, pregabalin and surgery (bilateral salpingectomy on (B)(6) 2018, hysterectomy and laparoscopic total hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, embedded device, device breakage, perforation, abdominal pain lower, abdominal pain, abdominal distension, hypersensitivity, pruritus, genital haemorrhage, back pain, headache, pain, pain in extremity, neck pain, musculoskeletal stiffness, constipation, proctalgia, arthralgia, coccydynia, tremor, muscle spasms, dizziness, fatigue, asthenia, weight decreased, mixed anxiety and depressive disorder, postoperative abscess, complication of device removal, contraceptive device removal incomplete and peripheral swelling outcome was unknown. The reporter provided no causality assessment for contraceptive device removal incomplete and complication of device removal with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, asthenia, back pain, coccydynia, constipation, device breakage, dizziness, embedded device, fatigue, genital haemorrhage, headache, hypersensitivity, mixed anxiety and depressive disorder, muscle spasms, musculoskeletal stiffness, neck pain, pain, pain in extremity, pelvic pain, perforation, peripheral swelling, postoperative abscess, proctalgia, pruritus, tremor, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: after salpingectomy on (B)(6) 2018, events improved but continued. After x-ray and computed tomography findings of punctiform metal findings in the uterine wall the patient underwent total hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: skin sensitisation to metals and contacts from the diagnostic test is ruled out in true test. Computerised tomogram - on (B)(6) 2018: two punctiform metal findings can be seen in the uterine wall, both sides; on (B)(6) 2018: two punctiform metal findings can be seen in the uterine wall in both sides, no changes compared to the previous exam. Pathology test - on (B)(6) 2018: tubes without histological alterations. X-ray - on (B)(6) 2018: signs of metal in uterine wall. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2021: no new clinical information. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), embedded device ('two punctiform metal findings in uterine wall seen at x-ray'), device breakage ('two punctiform metal findings in uterine wall seen at x-ray') and perforation ('organ perforation') in a 47-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included drug intolerance (lorazepam), chronic obstructive pulmonary disease, tonsillectomy, smoker (smoker 10 cigarettes/day) and parity 2. No arterial hypertension. No diabetes mellitus. No dyslipidemia. No known drug allergy. In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2018, the patient experienced contraceptive device removal incomplete ("metal fragments left in uterine wall"). On (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced postoperative abscess ("surgical sequelae vaginal dome abscess"). On (B)(6) 2018, the patient experienced complication of device removal ("surgical sequelae of vaginal dome abscess"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), abdominal pain lower ("hypogastric pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal swelling / swelling / swollen abdomen"), hypersensitivity ("allergic reaction"), pruritus ("generalised pruritus"), genital hemorrhage ("excessive bleeding"), back pain ("low back pain"), vulvovaginal pain ("vaginal throbbing pain / vaginal sharp pains"), headache ("headaches"), pain ("body aches in general"), pain in extremity ("lower limbs pain/ leg pain"), neck pain ("cervical pain"), musculoskeletal stiffness ("neck stiffness / coccyx stiffness"), constipation ("constipation"), proctalgia ("anal throbbing pain / anal sharp pains"), arthralgia ("hip pain"), coccydynia ("coccyx pain"), tremor ("tremors"), muscle spasms ("cramps"), dizziness ("dizziness"), fatigue ("chronic fatigue"), asthenia ("asthenia"), mixed anxiety and depressive disorder ("anxiety-depressive syndrome in the context of chronic pain") with decreased appetite, insomnia, nausea and vomiting and peripheral swelling ("swollen legs") and was found to have weight decreased ("weight loss "). The patient was treated with fentanyl, pregabalin and surgery (bilateral salpingectomy on (B)(6) 2018, hysterectomy and laparoscopic total hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, embedded device, device breakage, perforation, abdominal pain lower, abdominal pain, abdominal distension, hypersensitivity, pruritus, genital hemorrhage, back pain, headache, pain, pain in extremity, neck pain, musculoskeletal stiffness, constipation, proctalgia, arthralgia, coccydynia, tremor, muscle spasms, dizziness, fatigue, asthenia, weight decreased, mixed anxiety and depressive disorder, postoperative abscess, complication of device removal, contraceptive device removal incomplete and peripheral swelling outcome was unknown. The reporter provided no causality assessment for contraceptive device removal incomplete and complication of device removal with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, asthenia, back pain, coccydynia, constipation, device breakage, dizziness, embedded device, fatigue, genital hemorrhage, headache, hypersensitivity, mixed anxiety and depressive disorder, muscle spasms, musculoskeletal stiffness, neck pain, pain, pain in extremity, pelvic pain, perforation, peripheral swelling, postoperative abscess, proctalgia, pruritus, tremor, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: after salpingectomy on (B)(6) 2018, events improved but continued. After x-ray and computed tomography findings of punctiform metal findings in the uterine wall the patient underwent total hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: skin sensitisation to metals and contacts from the diagnostic test is ruled out in true test. Computerised tomogram - on (B)(6) 2018: two punctiform metal findings can be seen in the uterine wall, both sides; on (B)(6) 2018: two punctiform metal findings can be seen in the uterine wall in both sides, no changes compared to the previous exam. Pathology test - on (B)(6) 2018: tubes without histological alterations. X-ray - on (B)(6) 2018: signs of metal in uterine wall. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jan-2021: a new reporter type (lawyer) and two new adverse events (organ perforation and swollen legs) were provided. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.